Manufacturer narrative:
The complaint was confirmed. A 42 inch length of 1/4 x 1/16 -x-coated tubing was returned and a split of approximately 0.55 inch in length was noted on the top of the tubing. This x-coated tubing was manufactured from a lot of tubing where no other complaints of splits have occured. Several tubing dimensions were assessed around the split of the tubing and all dimensions were with-in specifications. The device history record was reviewed and no issues were noted. Associate awareness training will be conducted as part of the on-going quality program. No further actions will be taken at this time. (B)(4). (B)(6).

Event description:
The user facility reported that during cardiopulmonary bypass "the pump boot ruptured". This delayed the case by less than 5 minutes as they proceeded to change out the pump boot with and extra one that was available. The surgery was completed successfully. Per clinical review: the perfusionist was on cpb with a 7 kg patient when the pump boot raceway ruptured. This occurred during circulatory arrest, therefore they weren't actively pumping. It was at this time they noted blood dripping in the raceway. The perfusionist proceeded to change out the pump boot. There was no delay to the procedure, no patient issues, and the case finished without incidence. They did experience an approximate 50 cc blood loss, but this didn't result in the need to transfuse the patient.